Event description:
Suit papers do not specify the problem or identify implants. Co does know this pt's primary surgery was in 1993. She was revised twice; first in 1997 and the second revision was in 1998. Suit papers stated that the first replacement system disintegrated and the second hip replacement system failure to adhere to her body.